Event description:
It was reported that this patient presented to the emergency room, and the right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) indicated that the thresholds had been variable from 1.2v to 1.9v, and recommended troubleshooting options. It was noted the patient was being externally paced. The device output was increased, and this patient/system will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).